Event description:
A customer contacted baxter technical services (bts) regarding assistance with being stuck in drain for a long time on the homechoice machine (hc). The home patient (hp) stated they used a red bag last night. The technical service representative (tsr) assisted the hp to review therapy. The hp had a drain volume of 5167ml in drain 4 of 4. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The hp also had a tidal therapy with a total volume of 10000ml, fill volume of 2600ml, total volume percentage of 70%, total ultrafiltration of 20ml, and last fill volume of 1700ml. The hp felt empty and bypassed to last fill. The tsr referred the hp to their nurse to review total ultrafiltration. The hp is a vegan. Their doctor wanted the hp to eat olives and pickles for 2 days. The hp continued to eat them and was retaining fluid. The hp usually uses 2 yellow bags, but was told to use 1-green and 1-red bag. The hp stated the programmed ultrafiltration was not updated to reflect the bags. The hp had no discomfort or symptoms reported. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.